Event description:
Boston scientific received information that right atrial (ra) lead was dislodged. This occurred during the removal of a catheter during an implant procedure. The lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.